Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: (B)(4). The device was returned for analysis. Visual and functional inspections were performed on the returned device. The reported inflation difficulty was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported difficulties.

Event description:
It was reported the procedure was to treat a lesion in the proximal right coronary artery. The 2.5x20 mm rx trek balloon dilatation catheter (bdc) was advanced to the target lesion without resistance. However, the balloon failed to inflate. No leak was noted, the balloon remained folded. A new trek bdc was used to complete the procedure. There were no adverse patient effects. There was no clinically significant delay in the procedure. No additional information was provided.